Manufacturer narrative:
It was reported that the patient has lysis of adhesions. Revision surgery is planned to address the issue and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has lysis of adhesions. Revision surgery is planned to address the issue and exchange the poly insert.